Event description:
During a transcatheter melody valve placement, the side arm port from the hemostat hub fell apart. They were able to stop the bleeding by plugging, believed with a syringe, and completed the procedure with this product. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) - separates is not labeled in the IFU. The device was returned in a used and nonconforming condition: the extension tube had separated from the side lumen of the check-flo body without evidence of adhesive residue or material tear/brakeage. Each large check-flo valve assembly with threaded nose is 100% inspected by air pressure test and the introducer is checked 100% to ensure that the stopcock, shrink tube, and connecting tube are securely attached. Upon visual examination of the returned device, no adhesive residue is present at the failed interface between the check-flo body and extension tube. It appears the bushing in the adhesive applicator may have run dry without the operator noticing. The appropriate internal personnel have been notified. Quality engineering performed a risk analysis for this product family and failure mode, which concluded the risk remains acceptable; however, we are continuing our monitoring of similar complaints.